Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the reverse trigger could be activated while the device is in safe mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the reverse trigger could be activated while the device is in safe mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.